Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: during investigation, the pump powered on normally with returned battery cap. The battery cap was able to fully tighten to the pump. A power loss was not observed. The battery compartment was found to be cracked. During testing, the pump current draws were within specifications. An intermittent replace battery alarm occurred while performing the load/step function. The pump case was removed and no evidence of moisture was observed inside the pump. Evaluation showed a single component failure on the printed circuit board. Additional testing was not able to be completed due to the single component failure. Unrelated to the complaint, the keypad was found to be torn at ok key. All of the keys responded appropriately. The keypad was removed and evidence of contamination was found under the contrast key contact. The audio bolus button cover had a tear in the center but the button responded properly. Also unrelated to the complaint, evaluation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump was emitting frequent replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.